Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was a red light flashing on the insulin pump. Customer also reported the insulin pump had a loud alarm and the screen was blinking black and white lights. The customer's blood glucose was 5.2 mmo/l. The customer reported changing the battery, but the issue persisted. Customer was advised to remove the battery for 10 minutes before inserting a new battery. The insulin pump will not be returned for analysis.